Event description:
It was reported that a critical alarm due to zero ml reservoir volume reached was heard and confirmed by telemetry. The low reservoir alarm was activated (B)(6) 2012 and the empty reservoir alarm on (B)(6) 2012. The patient stated that he had increased spasticity since (B)(6) 2012. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information received reported the patient had increased spasms. The patient missed and appointment and the health care provider (hcp) tried contacting the patient several times.

Manufacturer narrative:
(B)(4).